Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples are misaligned. The stapler was returned with its trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 25 staples left in the cartridge indicating that 10 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly load and close in the stapler. The next staple was also able to be successfully fired. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. It was noticed that the remaining staples became realigned properly. The remaining staples were fired from the stapler with no difficulty until the 20th staple. The 20th staple was unable to load correctly into the forming tool. Other remarks: at this time, the remaining staples became misaligned. The misalignment of the staples is preventing the remaining staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The trigger was received partially engaged. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staple not closing properly" was confirmed based upon the sample received. The staples in the returned stapler are misaligned. Although most of the staples were able to be successfully fired, the staples eventually became misaligned again and failed to fire correctly. The misalignment of the staples is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 25 staples left in the cartridge indicating that the stapler was fired 10 times by the end user. The trigger was received partially engaged. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples do not close properly when applied. The patient's condition was reported as doing well.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73m1500129 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples do not close properly when applied. The patient's condition was reported as doing well.